Manufacturer narrative:
Additional information will be provided when same becomes available.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) stopped pumping after an autofill and it was not possible to start assist again by pressing the start key. Customer also stated that the display did not freeze, and all was working well including the waveform display except that it was not possible for the iabp to start pumping again. This event occurred while the iabp was being used on a patient. No death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the front end board and the muffler to fix the issue. The fse performed full calibration, functional testing and safety test to factory specifications and the iabp was released to the customer and has been returned to clinical service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) stopped pumping after an autofill and it was not possible to start assist again by pressing the start key. Customer also stated that the display did not freeze, and all was working well including the waveform display except that it was not possible for the iabp to start pumping again. This event occurred while the iabp was being used on a patient. No death or injury was reported.

Manufacturer narrative:
Correction to previous evaluation information. A getinge field service engineer (fse) evaluated the iabp and replaced the filter on the air intake of the vacuum regulator which seem to resolve the reported problem. The fse performed full calibration, functional testing and safety test to factory specifications and the iabp was released to the customer and has returned to clinical service. In addition, further evaluation was performed by the manufacturer and it was determined that the filter was not clogged enough to cause a problem by itself.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) stopped pumping after an autofill and it was not possible to start assist again by pressing the start key. Customer also stated that the display did not freeze, and all was working well including the waveform display except that it was not possible for the iabp to start pumping again. This event occurred while the iabp was being used on a patient. No death or injury was reported.